Event description:
It was reported that, "we were performing a conversion to a total hip replacement. A constrained liner was implanted and seemed to be seated properly but upon reduction the liner popped out. A second attempt was made with this liner and when pulled on by a coaker, it came out of place. Another liner was attempted and also popped out. So 2 consecutive liners disassociated and were unable to be implanted. As a result 2 heads were also wasted."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available then it will be submitted in a supplemental report. This is the same patient/event as MFR # 2249697-2011-01694.